Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9231-vl-01 batch 052124 was received for evaluation. Visual inspection revealed that the device shows heavy signs of wear, with nicks and damage all around it. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking.

Event description:
On (B)(6) 2025, a facility representative reported via (B)(4) that the tip of an ar-9215-1-03 quick connect handle broke off within an ar-9231-vl-01 drill guide during a case, but the patient was not affected. Additional information received on 07/18/25: there was damage to the vaultlock drill guide (please see attached image). There were no loose fragments.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.